Event description:
Pt with dislocated intraocular lens, iol, in right eye returned to o.r. For vitrectomy and repositioning of iol. The pt tolerated the procedure well and was returned to the recovery room in good condition.